Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. One electronic photo is provided and reviewed. The photo shows two maxcore devices in a product package without yellow guard and needle protector sheath attached, along with that the product labelling information is provided, and it was cross verified with the tw details. No visual anomalies noted. Based on the photo review the reported failure to fire cannot be confirmed. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause for the alleged failure to fire issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent an ultrasound guided kidney biopsy procedure via normal density tissue using the maxcore instrument. During the procedure, it was reported that no sample can be obtained. Further it was reported that there was a bit stuck, but the firing button still can be pressed. No coaxial needle was used. The procedure was completed using another device. There was no reported patient injury.